Event description:
The surgeon had difficulty getting the ablation system to work. She was not sure if it was the device or the machine. No pt harm / injury happened, just a delay with the procedure from trying to troubleshoot the device/ machine issues. It was being used for endometrial ablation. FDA safety report ID# (B)(4).